Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "stop key on the pump head module keypad only works intermittently". This event occurred during product evaluation. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a "stop button that works intermittently", was found and confirmed during product evaluation. The assignable cause was not provided, however, to correct the reported condition, the pump head module keypad was replaced. The device was tested per procedure and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.